Event description:
It was reported that the patient presented to the clinic following a connectivity issue on the patient's pacemaker and the patient's home monitor. During the in-clinic check, the patient's pacemaker was unable to be interrogated due to radiofrequency (rf) telemetry issues. The clinic will continue to monitor the patient. No intervention was performed and no patient consequences were reported.